Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low amh plus elecsys results for two patient sample from the cobas e 411 immunoassay analyzer. Patient 1 initial result was <0.03 ¿g/l and was reported outside of the laboratory. The doctor complained the result did not fit in the patient's clinical picture of a fertility aged woman. Another sample tube taken on the same day was tested and the result was 6 ¿g/l. The customer began retesting all samples with results below 0.05 ¿g/l when the patient is under (B)(6). On (B)(6) 2018, patient 2 initial result was < 0.05 ¿g/l and repeat result was approximately 5 ¿g/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number used in (B)(6) 2018 was 238131 and the reagent lot number used in (B)(6) 2018 was 301702. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service representative changed the measuring cell of the analyzer and ran performance testing which was acceptable. No further issues were noted after the service actions. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
On (B)(6) 2018, patient 3 had an initial amh result of <0.03 ug/l at 12:46 and a repeat result of 2.43 ug/l at 13:14. Patient 3 was born in (B)(6). Additional information was received for patient 1. The initial amh result of <0.03 ug/l was generated on (B)(6) 2018 at 08:39. The repeat result of 6.12 ug/l was generated on (B)(6) 2018 at 13:00.

Manufacturer narrative:
The expiration date for reagent lot 301702 is 31-dec-2018. The calibration data is within expectations. The alarm trace showed no hint of an issue. The customer did not use the recommended rack adapters for 13mm tubes.

Manufacturer narrative:
The field service engineer has adjusted the liquid level detection sensitivity.